Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a150202 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a spaceoar vue was used during a placement procedure performed on (B)(6) 2025, under general anesthesia. During a routine follow up on (B)(6) 2025, a magnetic resonance imaging (MRI) was performed, and a rectal wall infiltration of the hydrogel was found. There was no patient complications reported. It was reported that the patient received external beam radiation treatment.

Event description:
It was reported to boston scientific corporation that a spaceoar vue was used during a placement procedure performed on (B)(6) 2025, under general anesthesia. During a routine follow up on (B)(6) 2025, a magnetic resonance imaging (MRI) was performed, and a rectal wall infiltration of the hydrogel was found. There was no patient complications reported. It was reported that the patient received external beam radiation treatment.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a150202 is being used to capture the reportable event of gel found in unintended site - nonvascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The following blocks were updated based on additional information: block a2 (age at time of event). Block a3a (sex).